Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days post implant the pacing lead exhibited high erratic bipolar impedance causing a polarity switch to unipolar. The implantable pulse generator (ipg) was suspected for a grommet/set screw problem. X-ray completed and it looked like the pin was through however it is possible the ring was not aligned thus causing the erratic bipolar impedance. Reprogramming was completed and both the pacing lead and the ipg remain in use. No patient complications have been reported as a result of this event.